Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Component code: mechanical (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. The root cause of the reported issue is attributed to off-label usage as zimmer biomet products were used in conjunction with a competitor device. Zimmer biomet has not confirmed the compatibility of the reported combination of devices, and these would be considered off-label usages. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown liner, 11-301323. Item name: arcos con sz c std 70mm. Lot #: 111160 11-300920. Item name: arcos 20x190mm spl tpr dist. Lot #: 941940. G2: foreign: australia. Multiple MDR reports were filed for this event, please see associated reports 0001825034 - 2023 - 02359 the device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. H3 other text : device location is unknown.

Event description:
It was reported that the patient underwent a revision procedure one month post implantation due to dislocation. There is no additional information available at the time of this report.